Event description:
A physician attempted an arteriotomy using the starclose device after an unk procedure. The vessel links collapsed prematurely. The physician reverted to manual compression to achieve hemostasis. There was no report of pt injury.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. The event has been identified as a malfunction. Abbott vascular has initiated a corrective action.